Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected the transfer set from the pt line of the homechoice set during a drain cycle. When the home pt returned, hp reconnected to the setup and received the alarm shortly afterward. Baxter technical service center assisted the home pt in ending therapy early. Treatment was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt.